Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Pump was not returned for investigation. Clinical reported aic displayed 'placement signal is not reliable' alarms. Data logs confirm 'placement signal not reliable' alarms. The root cause of the optical signal issue was not determined because no product was returned and no failure pattern was identified.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the automated impella controller displayed a 'placement signal is not reliable' alarm. However, all device metrics remained within normal ranges, and no abnormalities were observed. The pump continued to provide circulatory support and was not removed as a result of the alarm. No patient harm was reported.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2025-31067. B1 adverse event updated. B2 death and death date updated . B5 updated to include death description. H6 updated to include death coding.

Event description:
Additional information care was eventually withdrawn, and the patient expired.